Manufacturer narrative:
MFR received date: 02 sep 2019. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of spec. Fault was found on this returned touchscreen. The field service engineer (fse) performed evaluation and confirmed the reported issue. The fse replaced the touchscreen assembly and performed tests per all specified requirements. The unit was fully tested after part replacement and ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/10/19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.